Event description:
During an unspecified procedure, the ptca wire tip fractured in a coronary vessel. The physician decided to leave the tip in the vessel. No pt injuries or complications were reported. Pt status is reported as 'ok'. The device info is unk. Three attempts for additional device info have been made.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.